Manufacturer narrative:
The catalog number provided is for the spring arm which is the component involved in this complaint. A spring arm for a visum led surgical light was reported to have sustained burning/melting damage at the account. A stryker technician evaluated the device at the user facility. During the evaluation, it was reported that the customer stated the melted plastic on the spring arm was caused by the heat from a halogen lamp they moved into the room for a specific case. The lamp was positioned directly above the spring arm for the duration of the case. The stryker technician replaced the damaged light spring arm at the account. There was no report of any adverse consequences to the patient or caregiver.

Event description:
Stryker reference #(B)(4): it was reported that a spring arm was damaged at an account. The damage consisted of burning/melting of the spring arm. There was no adverse consequence reported.